Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ratchet mechanism selectively causing idiopathic macro dislodgement of an active fixation coronary sinus lead: a case report. European heart journal - case reports (2020) 4, 1¿6. Doi:10.1093/ehjcr/ytaa466. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding dislodgement of an active fixation coronary sinus lead. The article reports a patient who complained of muscle contractions over right hemidiaphragm approximately two months post implant. Left ventricular (lv) stimulation was turned off. Approximately four months later, while performing threshold testing, muscle contractions were observed over the device pocket, with standard bipolar pacing. There was failure to pace even at maximal output and no sensing. A chest x-ray was performed which showed dislodgment of the lv lead. During the revision procedure, careful dissection showed the lv lead rolling around and before the device, like a fishing line around a reel. The lv lead was widely movable, in part free into the pocket, in part adhering to the pocket. At the end of dissection, without performing any traction, the lv tip was found outside the entry point of the left subclavian vein, in close proximity of the device. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.